Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that vessel sealer extend (vse) instrument's jaws was not able to be opened after seal and cut. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no abnormalities noted on the instrument. The jaws were not stuck on the tissue when the issue occurred. No tissue was excised due to the event. The customer did not attempt to open the jaws of the instrument with another instrument. The instrument did not collide with any other instruments or tools. The port incision was not increased in order to remove the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. .